Manufacturer narrative:
According to the facility on 06/12/22 'there was a noted leak in the ett and they were unable to keep the cuff inflated, leading to the patient being re-intubated'. Per the facility the tube was in place for 14 days prior to the event occurring. According to the facility there was no noted injury and the patient is reported to be 'stable'. No additional information is available at this time. The sample has been requested but has not been returned for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 06/12/22 'there was a noted leak in the ett and they were unable to keep the cuff inflated, leading to the patient being re-intubated'.